Event description:
This rv lead was implanted on (B)(6) 2014 and remains implanted at this time. A call was placed to technical services on (B)(6) 2016 stating that patient's rv pacing configuration changed to unipolar due to high impedance and the patient feeling intermittent shocks around left pectoral area. Unsure why threshold is high. Patient does not wat a lead revision. The physician was dr. (B)(6) at (B)(6) hospital medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).